Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed, and it was found that the battery is depleting normally. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Correction: not reportable. There was no evidence of product malfunction or pbd.